Event description:
During in-clinic follow-up, the device could not be interrogated. The device could be interrogated with rf telemetry. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences